Event description:
It was reported that the pacemaker exhibited premature battery depletion. Further information was requested however, was not provided.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed.the device was received from the field with battery voltage at elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Further battery assessment at various pulse amplitudes found current level within normal range and no indication of premature depletion noted. Longevity assessment was performed based on field settings and the device exceeded projected longevity indicating normal battery depletion.

Event description:
New information noted that the device was explanted.